Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer insulin pump had a blank display. The customer¿s blood glucose level was 255 mg/dl. The customer stated that the pump was shut off due to the battery cap being damaged. The customer' blood glucose was high. The customer was advised to revert to a backup plan until we send out the cap overnight. The insulin pump will be returned for analysis.